Event description:
Customer reported a malfunction with their device, which was identified by a specific malfunction code. There was no adverse impact to the customer's blood glucose level, as it did not exceed the specified threshold. Technical support provided the customer with information on resetting the pump, assisted with the reset, and confirmed that the malfunction did not recur. Customer was advised to continue using the pump and to report if any further issues arise.